Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR. Report #: 2183959-2012-00054, 00056. On (B)(6) 2008 an apogee device was implanted. It was reported that the patient experienced dyspareunia.